Manufacturer narrative:
Additional information has been requested. Should additional information be received the report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically for an unknown issue. No further information is known. No additional adverse patient effects were reported.